Manufacturer narrative:
No product was returned for evaluation since it was used and still placed in the patient. The lot number of the product used was not provided as part of the incident report; therefore, the review of the device history record (DHR) was not possible. The complaint was not confirmed. To the case evaluation performed by integra medical and scientific affairs, it was determined, based on the information available, that duragen product did not have a causal relationship with the reported patient¿s seizures. In addition, that duragen product is used routinely in epilepsy patients and so far, there have been no reported cases regarding increased episodes of seizures. Based on these evaluation results, the root cause of this event is considered undetermined and the reported condition unrelated with duragen product. Linked to mfg report number 1121308-2020-00043.

Event description:
This is 1 of 2 reports. It was reported that the id4501i duragen 4x5 1 pack was first used for an external decompression after cerebral confusion to a (B)(6) year old male patient on 28dec2019. The second duragen was used for a craniotomy procedure on (B)(6) 2020. The patient was transferred to the reported facility on (B)(6) 2020. Although there was no episode of epileptic seizure after discharge from the hospital, the patient was re-admitted due to facial spasms on (B)(6) 2020. The patient was treated with medicine and the patient has recovered around (B)(6) 2020.